Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. The rv lead was found to be slightly pulled back via fluoroscopy. The patient presented for a lead revision procedure on (B)(6) 2019. The physician slightly advanced the lead and the the capture thresholds improved. The patient tolerated the procedure well and no symptoms were reported before, during, and after the procedure.